Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA: pr 564122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient's family that nearly nine months following the implant of this transcatheter bioprosthetic valve, the patient had a mechanical fall which resulted in a laceration to the scalp and ten stitches. A myocardial infarction was reported, but no supporting documentation nor results of diagnostic tests were provided. The patient was admitted and discharged to a rehabilitation facility four days later. The patient developed a urinary tract infection and the patient's overall health declined. The patient's family felt the care provided to the patient at the rehabilitation facility was unacceptable and the patient was removed twenty-two days later. The patient was brought home and cared for by her children. One month and eleven days later, the patient's daughter found the patient deceased. No autopsy was performed. Per the patient's death certificate, myocardial infarction was the cause of death and the death was classified as a sudden cardiac death.